Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer is concern with results obtained of 600mg/dl. Customer experimented symptoms as shaking. The customer's expected blood result is 130-200mg/dl fasting. Verified the strips expire 12/21/2018. Customer confirms the strips have been properly stored and were first opened 2/9/2016. Customer does not need medical intervention. Customer feels well at the time of the call (asymptomatic). Customer has not changes in diet. Customer is takin medication, metformin and junovia & glypizide . Customer performed a back to back blood test and obtained 225mg/dl and 216mg/dl not fasting. Control test run, the result 48 within range (30-60). Reviewed meter memory: (B)(6).